Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was deformed. The returned syringe was examined and no damaged or deformed stopper was observed on the sample. No defects were observed on the returned sample. Unable to perform complaint lot history check due to unknown lot number for damaged stopper. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe had a deformed stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe had a deformed stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.